Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of output anomaly was confirmed in the laboratory. Upon interrogated, an alert for possible hv lead issue was noted. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The hv circuitry of the device was normal. The cause of the hv lead issue could not be determined.

Event description:
It was reported that during implant dft testing was performed with the new device and output anomaly was observed. The device was explanted and replaced. The patient is doing well after the event.